Event description:
It was reported that this pacemaker system exhibited low out of range pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. Subsequently, a revision procedure was performed. This pacemaker and rv lead were explanted and replaced. No additional adverse patient effects were reported.